Event description:
It was reported while using the bd phoenix panel nmic-306 a false positive extended-spectrum beta-lactamase (esbl) result was received for a patient isolate. There was no report of patient impact.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: this complaint is for false positive esbl results with klebsiella pneumoniae when using phoenix panel nmic-306 (catalog number 449292) batch number unknown. The customer provided phoenix generated lab reports but did not provide panel returns or isolates for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.